Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1298915, medical device expiration date: 08/31/2022, device manufacture date: 10/25/2021. Medical device lot #: 1294782, medical device expiration date: 07/31/2022, device manufacture date: 10/21/2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) the customer received false positive results. This event occurred 2 time(s). 1 time with lot#1298915 and 1 time with lot#1294782. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer had 2 patients that biofire flagged specimen positive for proteus, but proteus did not grow on subculture. No gram negative rods were seen in the gram stains. Biofire produced dual positives. 1 bottle grew s. Aureus, and the other grew s. Species.", "it was reported by the customer that there were false positives."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 14-mar-2022 h6: investigation summary customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention and returned good samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention and returned good samples and batch history record review results. H3 other text : see h10

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) the customer received false positive results. This event occurred 2 time(s). 1 time with lot#1298915 and 1 time with lot#1294782. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer had 2 patients that biofire flagged specimen positive for proteus, but proteus did not grow on subculture. No gram negative rods were seen in the gram stains. Biofire produced dual positives. 1 bottle grew s. Aureus, and the other grew s. Species.", "it was reported by the customer that there were false positives."